Event description:
A tandem mobi cartridge alarm was reported by the caller. There was no adverse impact to the customer's blood glucose level. Tandem technical support confirmed the alarm and decided to replace the pump. The customer was advised on receiving a pump with updated software, returning the problematic pump, and was informed about transferring settings and connecting their cgm to the replacement pump. The customer understood the instructions and acknowledged receipt of these details.